Event description:
During an ercp (endoscopic retrograde cholangio-pancreatography), when passing the guidewire, burrs were felt. This passage should be smooth. The device was able to be used during the procedure, with no impact to the patient.